Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to the regional service center for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dust inside the device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the newly identified malfunction, cause not established. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Event description:
It was reported the video processor experienced image not displayed issue during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.